Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation additionally found no image. Based on the results of the investigation, it is likely that the event was caused by a faulty main board. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited a printed circuit board failure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found that the reportable malfunction was due to a printed circuit board failure. Should additional relevant information become available, a supplemental report will be submitted.